Event description:
Baxter UK reported two leaking crocyte bags noted during the thawing process. The cells were initially harvested in 3 days in 2002 in 5, 500 ml bags. On the day of the event, it was noted by the nurse performing the thawing that the tubing had separated. The customer made a temporary closure so that only 30 ml of the product would be lost and the remaining cells could be used. Bags were thawed inside a secondary sterile bag. Samples were sent for microbiology testing and the pt was given extra antibiotics as a precautionary measure. The pt was engrafted and was discharge on day 14 with no adverse effects.